Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the system was unplugged from the wall power and the camera cart was disconnected from the main cart. The uninterrupted power supply (ups) was allowed to fully discharge for about 5 mins. The main cart was then plugged into camera cart and back to wall power. The system started as it should, turned off and on several times with out issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system's main cart was unable to boot up and appeared to have no power. The site was unable to locate the battery disconnect switch while on the call with technical services. No patient was involved.